Event description:
It was reported that the implantable cardioverter defibrillator exhibited an output anomaly. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed reported complaint of output anomaly. An arc mark was observed on the can of the device which is believed to have damaged the high voltage output circuitry. No further anomalies were found.